Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: initial reason for reoperation was not provided and "ruptures found during explant surgery".

Event description:
Health professional reported "ruptures found during explant surgery". Healthcare professional later reported via rga "gel bleed". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening device assessed as unidentified (tear) opening and observed openings assessed as surgical damage. No additional observations performed on the device. No further actions are required.

Event description:
Health professional reported "ruptures found during explant surgery". Healthcare professional later reported via rga "gel bleed". This record is for the right side. Device was explanted.